Event description:
Per the clinic, the patient experienced a skin infection and was treated with topical antibiotics (specific date and duration not reported) resulting in the abutment removal.

Manufacturer narrative:
This report is submitted on june 1, 2022.